Event description:
An attempt to advance an endovascular stent with delivery system to the target lesion site located in the pt's right iliac artery was unsuccessful because the stent became dislodged from the balloon catheter. In response, another balloon catheter was used to successfully deploy the stent at a site other than the original target lesion site. Subsequently, another balloon catheter was utilized to successfully place a stent at the original target lesion site. There were no additional complications reported relative to this event.